Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far field r-wave oversensing was observed on the atrial channel. Recommended programming changes were made. The patient was fine.